Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced urinary tract infections, mesh exposure and erosion, dyspareunia, bleeding after intercourse, recurrence of urinary incontinence and dysrunia. Excisions and removal of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.